Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: list the j&j products that were used during the case but did not contribute to the reported event. Unknown was there any harm to the reported patient or user? No was there a significant delay? No if available, please provide the product order number (po). Not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No additional information from this report. Were there any intra-operative complications? If so, what were they? Where was the tip of the drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Were there any precipitating factors leading to the drain breakage? Was another product used? Please provide the source or name of person providing answers to follow-up questions: no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a thyroidectomy and lymph node dissection surgery on (B)(6) 2026 and a drain was used. There was a failure of the medical device at the time of installing the drainage system. The first 7mm drain ruptured while being placed in the operating bed. The surgical team discarded the damaged input and requested a second 7mm drain, which was satisfactorily installed and connected to the 100ml reservoir. The instrumentation note confirms that the final material count was complete (ensuring that no fragments of the broken drain remained in the patient) and the surgery ended without complications. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review: no product sample returned documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.